Event description:
It was reported that a patient experienced a system error 2240 alarm (air in line/set) during therapy on a homechoice device. This occurred during drain 1 of 6 of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, it was found that the patient disconnected without following proper procedures. The technical services representative assisted the patient in ending therapy and reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Disconnecting during therapy without following proper procedures is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.